Event description:
The customer reported while running an hcv assay, summit sample handler, did not pipette the correct amount of diluent into well positions b1 through b12 and did not give an error message. A field service engineer was dispatched. No death or serious injury was asscoiated with this event.